Manufacturer narrative:
Patient date of birth and weight are not available for reporting. Additional device product code used: hrs. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device history records review was completed for part# 281.980, lot# 8319218. Manufacturing location: (B)(4), manufacturing date: mar 11, 2013. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on an unknown date, patient underwent dcs plate fixation with bone graft. After two (2) months from the initial implant procedure, the patient came back for the follow up appointment. During the follow up, it was found on an x-ray that the dcs plate was broken. On an unknown date, patient had undergone revision surgery to remove implants. Surgery outcome, patient outcome or delay in surgery was not reported. Concomitant devices reported: screws. This report is for one (1) dcs plate. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product was not returned and, an investigation could not be performed. X-ray and picture shows broken plate, based on this the complaint is confirmed, but no further investigation possible based on the missing material. Root cause could not be defined due the missing material. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.